Manufacturer narrative:
(B)(4): reason for late MDR due to implementation of process improvement.

Event description:
The pt experienced shocking. Movement and palpation produced stimulation changes. Implantable neurostimulator interrogation revealed impedance greater than 4000 ohms on bipolar electrode pair 5 and 6. Stimulation was being delivered through those electrodes. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.